Event description:
It was reported that the active lead perforated the patient's myocardium. The lead was being monitored for abnormally high thresholds. The patient is awaiting surgical intervention, but currently the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.